Event description:
Patient for an abdominal incisional hernia repair with mesh. Surgeon reported that the "button fell off" of the mesh implant by proceed. A second was opened and used without incident.